Event description:
Perforation was suspected due to the presence of pericardial effusion. Since it was unclear whether atrial or ventricular lead was the cause, repositioning of both leads was performed. This lead remains implanted and active. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.